Event description:
On at least four separate occasions on the dates reported above, and during surgery for craniotomies on four different pts, after pt's were immobilized in the mayfield skull clamp, all four received lacerations on their scalp from one of the pins, requiring suturing. 2 of the lacerations occurred while the pt was being turned prone. One occurred when the head rest slipped while attempting to immobilize the pt's head. There were no serious, permanent injuries as a result but the cluster of 4 within a 2 week period was very unusual.